Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
On tightening of the di nut, the tip (teeth) of the castle tightener snapped off. This happened also on the second after I had reminded the surgeon that this tightener didn¿t torque off.

Manufacturer narrative:
Device was returned for evaluation after initial closure of complaint. Two of the four castle nut tabs were broken off. Optical imaging suggests a static overload failure. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the castle tighteners¿ tips breaking could not be determined from the samples and the information provided. The results of fracture analysis have determined that a potential root cause may be static overload failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.